Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin came out without being pushed out of the black screw of the insulin pump. The reservoir was switched out and there were no further issues. The customer's blood glucose was not known. Nothing further was reported.